Event description:
Reporter stated that she had an accidental stick with a softclix lancet returned from the customer. Reporter stated that she went to a medcheck for treatment and was given a tetanus shot. No other action or treatment resulted. A request was made for the return of the suspect device. The product is no longer available and cannot be investigated.

Manufacturer narrative:
Absent the device lot number, manufacture date cannot be determined. Lancet was discarded after needlestick.